Event description:
Poc (capillary) inr results greater than corresponding laboratory (venous) inr results. Pt's target inr range (2.5-3.5). See date for 34 corresponding poc / venous inr test results among 3 different lots of roche coaguchek test strips: lot 1761-8921, lot 1761-9221; and lot 1868-6423. Data is from (B)(6) 2017 to (B)(6) 2017. Diagnosis or reason for use: syncardia total artificial heart (tah). Is the product compounded? No; is the product over-the-counter? No.